Event description:
It has been reported by the end user that the m41 power chair turned sharply and went up the ramp. The end user scrapped up his leg a bit. The chair also pinned him against a trailed. The end user also stated that the joystick saved him by catching and breaking off.